Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen is intermittently not working and becomes unresponsive at times. There was no reported impact to the patient.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen is intermittently not working and becomes unresponsive at times. There was no reported impact to the patient.